Event description:
A dreamstation auto bipap device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. In addition, the device had displayed error code e130 (task_wdog_timeout), e053 (comp_log_sem_timeout). Attributes were verified and completed correctly.